Manufacturer narrative:
The customer had the repeated issue of being unable to load the disinfectant acecide-c into the device. The technical assistant center specialist took the customer step-by-step through the process, first to complete the drain process of the disinfectant, and then to start a new load process by making the correct selections. With the troubleshooting, the customer was able to open the disinfectant drawer and remove and replace the disinfectant containers. The load process could then be completed and the customer issue was resolved. There is no device malfunction, and no repair is required for the device.

Event description:
As reported for this event, the customer was unable to load the disinfectant acecide-c into the device. Three attempts were made, and in each attempt during the load lcgp process, the disinfectant was dumped down the drain. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event occurred because the user did not understand the correct steps of loading disinfectant and did not follow section 7.12 "replacing the disinfectant solution" of the instructions for use.